Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, trends, quality control and image inspection of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5mm ID may be at increased risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic event. Potential adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based and image investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information in the complaint report and the image review, it appears that the device orientation on the left side was: tffb most proximal, then the zsle, then another manufacturer's device, and then the zbis. These were all implanted due to the presence of the aortic aneurysm and the left common iliac artery (cia) aneurysm. The first thrombus occurred due to anatomical changes around the leg, leading to angulation and external compression on the zsle by the distal aorta and the left cia. The second thrombus occurred due to the other manufacturer's stent compression due to a lower than optimal implantation position. The patient also had a history of smoking, which increases the likelihood of the patient being in a hypercoagulable state; this, in turn, puts the patient at an increased risk of a thromboembolic state. Therefore, the root causes of the thrombus are 1.) "Procedure related - patient condition related to occurrence" due to the patient anatomy and 2.) "Product use or handling related - user technique" due to the lower than optimal implantation of the other manufacturer's stent. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No further information has been received since the ae form was received on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2015: a (B)(6) male patient in the (B)(4) clinical study was noted to have a thrombus in the iliac leg graft on the same side as the branch graft, 251 days post-procedure. The patient was treated with placement of a stent. The site indicated that the event was probably related to the study product, and probably related to the study procedure. On (B)(6) 2014: the patient was initially treated for both right and left common iliac aneurysms (cia). At that time a zenith branch graft (placed eia), zenith flex main body, two zenith iliac leg grafts, and two covered stents of another manufacturer were placed. The maximum diameter of the aorta was 28.7 mm, the right cia was 28.1 mm, and the left cia was 52.5 mm. The right cia had moderate tortuosity, mild occlusive disease, and moderate calcification. The left cia had severe tortuosity, moderate occlusive disease, and moderate calcification. The patient had a past history of smoking. There was no difficulty deploying any of the devices. A zilver flex&#59394;iliary self-expanding stent was placed in the left internal iliac artery. A molding balloon was used without difficulty. Post stent dilatation was performed with a balloon at 8 atm for 30 seconds. Post-procedure angiography revealed patent devices with no endoleaks or kinks. The patient was discharged from hospital on (B)(6) 2014 (one day post-procedure). On (B)(6) 2014: (36 days pp), the one-month CT was performed. The core lab evaluation revealed that the devices were patent and intact with no kinks and a type ii endoleak. On (B)(6) 2015: (232 days pp), the six-month follow-up CT was completed and showed that the devices were patent and intact with no kinks, migration, or component separation. A type ii endoleak was noted. The core lab evaluation is not yet available. On internal review of the imaging, thrombus was noted within the bridging spiral z iliac leg, proximal to the branch graft/and the other manufacturer's stent graft. The imaging was sent for external clinical review. Following the review assessment, the recommendation was to deploy a self-expanding nitinol stent and post-dilate to compress the thrombus against the wall of the iliac leg. On (B)(6) 2015: (251 days post-procedure), the patient underwent placement of a stent due to left iliac limb in-situ thrombus with no symptoms. As of 28-aug-2015 no additional information has been provided.